Event description:
It was observed that during the device evaluation, the subject device exhibited that air water tube has foreign objects and air water cylinder has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause of the reported air water tube has foreign objects and air water cylinder has foreign objects could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.